Event description:
It was reported that the patient experienced recurring incontinence with his artificial urinary sphincter (aus) due to the cuff had a hole. The cuff was removed and replaced. The patient had a good outcome with no further complications. No more information is available at the moment.